Event description:
A talent abdominal stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as the access vessels were small in diameter measuring 8 mm in diameter and severely calcified. It was reported that the bifurcated stent graft delivery catheter kinked at the aortic bifurcation during advancement, due to the vessel morphology. The delivery system catheter was removed from the patient. The physician attempted to advance an aortic cuff delivery catheter that kinked at the aortic bifurcation during advancement, due to the vessel morphology. (MFR # 2953200-2010-00239) the physician elected to complete the case with an aneurx stent graft system. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. The stent graft was still loaded in place. The slider was in the home position. The back end components were connected in place. There were three kinks in the delivery catheter one at 125mm from the edge of graft cover and 2 kinks on the sheath at both ends of the strain relief. There were no abnormalities noted on the device. The kinks are likely due to the inability to advance the delivery system through the vessels, which is determined to be due to the vessel morphology. (B)(4). Evaluation, results: severely calcified vessels. Conclusions: severely calcified vessels.